Event description:
It was reported the patient states that pump alarmed "air in line". Attempted to troubleshoot alarm with patient but he had great difficulty understanding rn instructions. His daughter normally calls on his behalf but patient does not want to wake her up. Attempted to restart pump but display read "cannot start pump with air in line, prime tubing". Batteries removed to turn pump off. Patient unable to clamp tubing. Patient chooses not to further troubleshoot and will call clinic in the morning for further instruction. No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, smiths medical will reopen this complaint for further investigation. Cannot perform a DHR review because a serial number was not provided by the customer.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147., corrected data: expiration date precision field added.